Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia procedure. The shaft of the tacking device is cracked when firing. Tacks were able to be fired normally from the device. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. In order to resolve the issue and complete the case, opened another tacking device. There was no patient harm. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft was dented. A tack was visible in the shaft. Functionally, the handle was able to be actuated. The remaining six tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.